Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely stress and degradation led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited missing adhesive at the objective lens, corrosion on the adhesive around the objective lens, and missing adhesive at the transducer. There was no patient involvement.